Event description:
Edwards received information that a patient with a 23mm 11500aj aortic valve underwent valve-in-valve procedure after an implant duration of four (4) years and eleven (11) months due to moderate aortic regurgitation. The patient presented with fatigue was seen. The device was replaced with a 26mm sapien 3 ultra resilia valve successfully. The patient status is unknown.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.